Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that tachycardia and atrial fibrillation episodes actually caused by t wave double counting and oversensing was observed on the implantable cardiac monitor (icm). The dynamic range had been programmed at implant to address poor r wave sensing but the actual r wave amplitude had improved and was now greater so the signal was clipped and the device was still applying the older programmed sensibility values for low r waves instead of the current actual value. The patient was to present in clinic for programming changes. There were no patient consequences.

Event description:
New information received notes programming changes were made. The patient was stable.